Manufacturer narrative:
Device used for treatment, not for diagnosis. Guzmán-guevara (2016) evaluation of patients with humeral mid-shaft fractures treated with dcp plate vs. Intramedullary nail uhn. Revista medica del instituto mexicano del seguro social, volume 54(3) pages 270-274. The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: guzmán-guevara (2016) evaluation of patients with humeral mid-shaft fractures treated with dcp plate vs. Intramedullary nail uhn. Revista medica del instituto mexicano del seguro social, volume 54(3) pages 270-274. This was a retrospective review of a comparative study performed between june 2014 and june 2015. The aim of the investigation was to compare the results of intramedullary unreamed humeral nail (uhn) versus dynamic compression plate (dcp) in treatment of patients with humeral midshaft fracture. A total of forty (40) patients, 27 male and 13 female, were enrolled in the study. About 23 patients (median age: 40.7) were treated with osteosynthesis using dynamic compression plate (dcp) and 17 patients (median age 44.06) were treated with intramedullary unreamed humeral nail (uhn). Recovery after 4 months was greater in patients with osteosynthesis using dcp plate compared to patients treated with intramedullary unreamed humeral nail (uhn). There were no product problems but the following complications were noted: in patients treated with osteosynthesis using dynamic compression plate (dcp); 1 patient had infection of the surgery site, 2 patients had pseudarthrosis, 2 patients had shoulder pain and stiffness, 4 patients had radial nerve injury, 2 patients had non-union, 1 patient had delayed fracture consolidation. Unknown patients had mild pain in movement one year after surgery. In patients treated with intramedullary unreamed humeral nail (uhn) 4 patients had pseudarthrosis, 3 patients had shoulder pain and stiffness, 4 patients had non-union, 1 patient had delayed fracture consolidation. This report is for an unknown unreamed humeral nail (uhn) and an unknown dynamic compression plate (dcp). This report is for two (2) devices. This is report 1 of 2 for (B)(4) for an unknown dynamic compression plate (dcp) and it refers to the following serious injuries. Four (4) patients had pseudarthrosis. Three (3) patients had shoulder pain and stiffness. Four (4) patients had non-union. One (1) patient had delayed fracture consolidation. Unknown patients had mild pain in movement one year after surgery.